Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 13sep2017 to assess the instrument test well images in question, which appeared visually positive. An immucor field service engineer (fse) visited the customer site on 13sep2017 to assess the testing instrument in question and found the instrument to be operating as expected.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody screen when tested on a galileo echo on (B)(6) 2017, which led to a delayed transfusion reaction.